Event description:
The initial attorney report alleged twisted mesh, adhesions causing near bowel obstruction, recurrence. The following is based on the medical records provided by the pt's attorney: (B)(6) 2005: repair of incisional hernia with sepramesh ip. On (B)(6) 2005, while still hospitalized, the pt with abdominal pain at the site of the hernia. The site was noted to be tender with abdominal distention and a recurrence was noted. Also noted was that the pt was febrile with a possible infection. On (B)(6) 2005, while still hospitalized, the pt's hernia site was aspirated for possible seroma. Reportedly, the liquid that returned was foul smelling and green colored. The md decided to perform exploratory surgery of the site and drainage of any possible abscess and with removal of infected mesh. On (B)(6) 2005, exploratory laparotomy, abscess drainage and excision of infected mesh. On (B)(6) 2006, repair of recurrent incisional hernia with two composix kugel mesh. On (B)(6) 2007, excision of both composix kugel mesh, lysis of adhesions, and repair of enterotomies. On (B)(6) 2007, multiple clinic visits for drainage of seroma and hematoma. Pt with llq pain, on exam no hernia was felt. Pt was counseled this is from the healing process and that the pain is likely neuropathic. Incision is noted to be well healed.

Manufacturer narrative:
Initially, one event was previously reported by the pt's attorney. However, review of the medical records showed there to be add'l implants and postoperative events. Based on the info available at this time, no definitive conclusions can be made. This is a pt with comorbidities of tobacco abuse, alcoholism, and poorly controlled hypertension, who developed an incisional hernia at this previous colostomy site and underwent repair. There was no operative dictation included in the medical records provided for any of the pt's surgeries. There was however, anesthesia records, pathology reports, a discharge summary, and some office notes. The medical records indicate that the pt was treated for recurrence, which is a known possible adverse reaction listed in the IFU. It was also indicated that the pt was treated for an infection (abscess). The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample was returned for eval. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted. See MDR 1213643-2012-00567 for info related to the supramesh ip implanted on (B)(6) 2005. The other composix kugel mesh implanted on (B)(6) 2006, was reported to the FDA in accordance with rae-2008004.